Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2008.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited diaphragmatic and phrenic nerve stimulation. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.